Manufacturer narrative:
Additional information : the device was received in a plastic bag. During visual inspection two "little cuts" were observed. A leak test was performed which revealed a bubbling at the tube of the "y" injection site. The reported condition was verified. The cause of the condition was due to human error. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set was leaking at the "y" site. The leak was discovered during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.